Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2016-00859. It was reported the patient experienced a fall and since then her scs stimulation has become uncomfortable. Also, some of the programs were auto-reducing. X-ray taken showed both of the patient's scs leads had migrated. Surgical intervention is planned for a later date to address the issue.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-00859. Follow-up information identified the patient underwent surgical intervention to revise her scs leads on (B)(6) 2016. The physician repositioned the patient's 3186 model lead but when the physician tried to repositioned the 3286 model lead it moved to the side due to scar tissue. The 3286 model lead remains implanted. The patient reported receiving stimulation therapy coverage of her pain area with the 3186 model lead.